Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass - according to the reporter: the green button does not work. Nothing is happening when pressing down the green button. The instrument fails to go into firing mode after pressing the green button. No extension of surgery time by more than 30 mins, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt cavity. No reinforcement material was used.